Event description:
Initial and additional info was received from a physician via a sales rep and office manager on (B)(6) 2011: a female pt received sodium hyaluronate [hyalgan] 20 mg/ 2ml injection (lot number 13170, expiration date unk) for knee pain on (B)(6) 2011. After the injection, she experienced a reaction which included inflammation, pain, and burning at the injection site. The pt remained hospitalized at the time of the report. The pt had received previous sodium hyaluronate injections without a problem. No further relevant info was reported. This case corresponds to pt 1 of 2 (same reporter as (B)(4)).